Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s reported that there is a 200-point difference at times between the cgm and bg meter. On (B)(6) 2019 his cgm was showing 152 mg/dl and he passed out. The device had not alarmed for a low glucose level and when they checked his bg at the time it was 42 mg/dl. She gave him food and he stabilized and did not require hospitalization. She stated that they calibrate twice daily but his blood glucose levels rise very high and fall very low quickly; at the time of the call his bg had risen from 100 mg/dl to 253 mg/dl over a 20-minute period. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.